Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible allergy to metals') and menometrorrhagia ('menorrhagia - metrorrhagia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation in 2006, fibroadenoma of breast (fibroadenoma on left breast) in 2005, multiple allergies, ex-smoker, parity 2, pruritus allergic and allergic skin reaction (pruritus and erythema when she is in contact with jewelry). In 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation ("drooping of implant - patient has ¿half¿ definitive contraceptive essure") and pelvic pain ("pains/contractions"). In (B)(6) 2012, the patient experienced breast oedema ("edematous breasts"), vaginal haemorrhage ("continuous spotting") and breast induration ("indurated zone on external inferior quadrant of left breast") with breast pain and breast inflammation. On (B)(6) 2016, the patient experienced heavy menstrual bleeding ("hypermenorrhea") and abdominal distension ("abdominal distension"). In (B)(6) 2016, the patient experienced abdominal discomfort ("abdominal discomfort/pressure at hypogastrium level"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization, medically significant and intervention required), rubber sensitivity ("allergy/sensitization to latex") with pruritus and erythema, polymenorrhoea ("excessive and frequent menstruation with irregular cycle"), female reproductive tract disorder ("gynecologic complications"), dyspepsia ("digestive complications"), mite allergy ("sensitization to dust mites") with conjunctivitis, anxiety ("anxiety"), uterine cervical metaplasia ("squamous metaplasia from cervix") and adenomyosis ("focal adenomyosis"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with antiinflammatory and antirheumatic products, non-steroids, lorazepam and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, menometrorrhagia, breast oedema, vaginal haemorrhage, breast induration, abdominal discomfort, heavy menstrual bleeding, abdominal distension, rubber sensitivity, device dislocation, pelvic pain, polymenorrhoea, female reproductive tract disorder, dyspepsia, mite allergy, anxiety, uterine cervical metaplasia and adenomyosis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, adenomyosis, allergy to metals, anxiety, breast induration, breast oedema, device dislocation, dyspepsia, female reproductive tract disorder, heavy menstrual bleeding, menometrorrhagia, mite allergy, pelvic pain, polymenorrhoea, rubber sensitivity, uterine cervical metaplasia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Blood pressure measurement - on an unknown date: results: 120/70 mmhg. Haematocrit - on an unknown date: results: 36.000. Haemoglobin - on an unknown date: results: 11.600. Platelet count - on an unknown date: results: 213.000. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("possible allergy to metals") and menometrorrhagia ("menorrhagia - metrorrhagia") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of breast operation in 2006, fibroadenoma of breast (fibroadenoma on left breast) in 2005 and allergic skin reaction (pruritus and erythema when she is in contact with jewelry), pruritus allergic, parity 2, past tobacco smoking and multiple allergies. In (B)(6) 2012 she experienced breast oedema ("edematous breasts"), vaginal haemorrhage ("continuous spotting") and breast induration ("indurated zone on external inferior quadrant of left breast") with breast pain, breast inflammation, pruritus, erythema and conjunctivitis. In 2012, the patient had essure inserted. In 2012 she experienced device dislocation ("drooping of implant - patient has ¿half¿ definitive contraceptive essure") and pelvic pain ("pains/contractions"). On (B)(6) 2016 she experienced heavy menstrual bleeding ("hypermenorrhea") and abdominal distension ("abdominal distension"). In (B)(6) 2016 she experienced abdominal discomfort ("abdominal discomfort/pressure at hypogastrium level"). Essure was removed on (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), menometrorrhagia (seriousness criteria hospitalization, medically important and intervention required), rubber sensitivity ("allergy/sensitization to latex") with breast pain, breast inflammation, pruritus, erythema and conjunctivitis, polymenorrhoea ("excessive and frequent menstruation with irregular cycle"), female reproductive tract disorder ("gynecologic complications"), dyspepsia ("digestive complications"), mite allergy ("sensitization to dust mites") with breast pain, breast inflammation, pruritus, erythema and conjunctivitis, anxiety ("anxiety"), uterine cervical metaplasia ("squamous metaplasia from cervix") and adenomyosis ("focal adenomyosis"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with antiinflammatory and antirheumatic products, non-steroids and lorazepam as well as surgery (hysterectomy and bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal discomfort, abdominal distension, adenomyosis, allergy to metals, anxiety, breast induration, breast oedema, device dislocation, dyspepsia, female reproductive tract disorder, heavy menstrual bleeding, menometrorrhagia, mite allergy, pelvic pain, polymenorrhoea, rubber sensitivity, uterine cervical metaplasia and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.69 kg/sqm. [Blood pressure measurement] (date unknown): results: 120/70 mmhg. [Haematocrit] (date unknown): results: 36.000. [Haemoglobin] (date unknown): results: 11.600. [Platelet count] (date unknown): results: 213.000. Unspecified date: findings: uterus and both ovaries macroscopically normal. On (B)(6) 2016: anatomopathology - biopsy from surgical pieces performed (uterus and fallopian tubes): squamous metaplasia from cervix; secretory endometrium. Focal adenomyosis; intratubal helical metallic devices (essure). The most recent follow-up information incorporated above includes data received on: 04-apr-2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("possible allergy to metals"), menometrorrhagia ("menorrhagia - metrorrhagia") and device dislocation ("drooping of implant - patient has ¿half¿ definitive contraceptive essure") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple allergies, breast operation in 2006, fibroadenoma of breast (fibroadenoma on left breast) in 2005, ex-smoker, delivery, pruritus and erythema (pruritus and erythema when she is in contact with jewelry). In 2012, the patient had essure inserted. On the same year, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pains/contractions"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("continuous spotting"), breast oedema ("edematous breasts") and breast induration ("indurated zone on external inferior quadrant of left breast") with breast pain and breast inflammation. On (B)(6) 2016, the patient experienced menorrhagia ("hypermenorrhea") and abdominal distension ("abdominal distension"). In (B)(6) 2016, the patient experienced abdominal discomfort ("abdominal discomfort/pressure at hypogastrium level"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria hospitalization, medically significant and intervention required), rubber sensitivity ("allergy/sensitization to latex") with pruritus and erythema, polymenorrhoea ("excessive and frequent menstruation with irregular cycle"), genital disorder female ("gynecologic complications"), dyspepsia ("digestive complications"), mite allergy ("sensitization to dust mites") with conjunctivitis, anxiety ("anxiety"), uterine cervical metaplasia ("squamous metaplasia from cervix") and adenomyosis ("focal adenomyosis"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with antiinflammatory/antirheumatic non-steroids, lorazepam, surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, menometrorrhagia, breast oedema, vaginal haemorrhage, breast induration, abdominal discomfort, menorrhagia, abdominal distension, rubber sensitivity, device dislocation, pelvic pain, polymenorrhoea, genital disorder female, dyspepsia, mite allergy, anxiety, uterine cervical metaplasia and adenomyosis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, adenomyosis, allergy to metals, anxiety, breast induration, breast oedema, device dislocation, dyspepsia, genital disorder female, menometrorrhagia, menorrhagia, mite allergy, pelvic pain, polymenorrhoea, rubber sensitivity, uterine cervical metaplasia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Blood pressure measurement - on an unknown date: 120/70 mmhg. Haematocrit - on an unknown date: 36.000. Haemoglobin - on an unknown date: 11.600. Platelet count - on an unknown date: 213.000. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: 1.allergy to metals. The analysis in the global safety database revealed 330 cases. 2.menometrorrhagia. The analysis in the global safety database revealed 47 similar cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records received. Events injury and damage were deleted. Events "continuous spotting, edematous breasts, pain on left breast, inflammation on left breast, indurated zone on external inferior quadrant of left breast, abdominal discomfort, pressure at hypogastrium level, hypermenorrhea, abdominal distension, possible allergy to metals, sensitization to latex, pruritus, erythema, patient has ¿half¿ definitive contraceptive essure, pains, drooping of implant (as reported) and contractions, menorrhagia, excessive and frequent menstruation with irregular cycle, gynecologic and digestive complications, rhinoconjunctivitis, sensitization to dust mites, metrorrhagia, squamous metaplasia from cervix, focal adenomyosis " were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.